Event description:
The previously reported restenosis/thrombus was also treated with stenting.

Manufacturer narrative:
Restenosis/thrombus of the r.sfa was treated with stenting and thrombolysis only not pta as previously reported.

Event description:
During the index procedure, the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the right sfa to popliteal. An admiral xtreme pta balloon catheter and a complete se stent were subsequently used to treat a dissection. Approximately 18 months post the index procedure the patient suffered from restenosis/thrombus of the r.sfa. Event was treated with an unknown brand pta balloon and thrombolysis 10 days later. Investigator assessed that the event was not related to the study device, procedure or paclitaxel. Event is resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stenosis, thrombosis). Evaluation conclusions: inherent risk of procedure ¿ (stenosis, thrombosis). (B)(4).

Manufacturer narrative:
The % restenosis at time of previously reported event was 100%. The patient was treated with non medtronic stenting.